Event description:
The customer alleged a questionable intact human chorionic gonadotropin + the ss-subunit (hgc+ss) result on one patient sample. The initial hcg+ss result was 17.3 miu/ml. The patient then went to the pharmacy for a rapid pregnancy test, which was negative. Six days later the customer repeated the original sample with a result of <0.1 miu/ml. A second sample was drawn, which also resulted as <0.1 miu/ml. There was no report of death or serious injury related to the event. The hcg+ss reagent lot number was 164948. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).